Event description:
A double lumen ECMO cannula was placed in right internal jugular vein. There was no drainage from venous lumen of the cannula. The cannula was removed and replaced with a second double lumen cannula. A blood flash was noted, but there was minimal drainage after patient was placed on ECMO bypass. Due to the lack of venous drainage, which was unable to support the patient a decision was made to switch, and place the patient on venous-arterial ECMO. Approx. 2 hours later, facility was still unable to obtain adequate flow, and the venous line appeared to be clotted. The surgeon was called and the double lumen cannula was replaced with a single lumen venous ECMO cannula. The patient tolerated the procedure well.

Event description:
The customer reported that they were unable to obtain drainage in one of the co's catheters, and replaced it with another of the same catheters, still without obtaining drainage. Both catheters were returned to co for testing. On receipt, the catheters were rinsed off with a bleach solution and visually examined. It was determined that co could see all the way through the drainage lumen of each catheter, from one end to the other, as would be expected (it is a straight drainage lumen). As no obstruction could be visualized, the catheters were returned to the customer for more testing. The customer determined through flow testing that the drainage performance of the catheters was exactly as expected. Conclusion: user error; the catheters were most likely not actually placed inside the vein, so drainage could not occur.